Manufacturer narrative:
The proximal portion of the lead measuring 35cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead was capped and replaced due to insulation anomaly. Capture anomaly was noted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.